Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this recently implanted pacemaker reverted to safety mode. As a result, it was successfully explanted and replaced on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.